Manufacturer narrative:
Date sent: 08/23/2007.

Event description:
It was reported that during an unknown procedure, the device would not re-arm for the second use. Although the surgeon had other trocars at his disposal, he decided to change the procedure to a laparotomy. No patient consequence reported.